Event description:
As reported by the study, 4 1/2 months after percutaneous coronary intervention (pci), the pt returned with a lateral non-q-wave myocardial infarction that was target vessel related. Ck-mb was 3 times above the upper normal limits and troponin t was greater than or equal to five times above the upper normal limits. It did not require coronary artery bypass graft (CABG). Angiography revealed 95% focal in- stent stenosis of the cypher stent implanted in the ostium of the svg. Thrombin inhibition in myocardial infarction (timi) ii flow was also recorded. It was treated with a 4.0x20mm taxus stent. This pt presented to the cardiac catheterization unit and 3-vessel disease was also found. The primary indication for intervention was unstable angina pectoris (troponin negative or unknown). The pt's blood pressure at the beginning of the procedure was 134/76 and the heart rate was 65. The left ventricular ejection fraction (lvef) was >50%. Pre-procedure ck-mb and troponin were within normal limits. Ck was not checked. Pre-procedure medications included aspirin, clopidogrel and statins. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin.

Manufacturer narrative:
Pci was performed on a 95% de novo lesion in an ostial saphenous venous graft (svg) lesion near the mid left anterior descending artery of 12mm in a 2.75mm vessel diameter. The (b2) eccentric lesion was characterized with a smooth contour, angulation between 45 to 90 degrees, little to no calcification and with thrombus absent. Thrombin inhibition in myocardial infarction (timi) ii flow was also recorded pre-procedure. The lesion was pre-dilated with a 3.5 x 20mm at 15 atmospheres (atm) before a 3.5x18mm cypher select stent was deployed at 15 atm with satisfying results. Post-dilatation was conducted with a 4.0x9mm balloon at 12 atm because the stent was not fully expanded. Intra-vascular ultrasound (ivus) was not used. The residual diameter stenosis measured 0%. Timi iii flow was restored post-procedure. There were no procedural complications. Post-procedure cardiac enzymes were not checked. The patient was discharged in 2007. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. Eleven days later, the patient went to the emergency room with epigastric pain, different from his angina. His ECG and markers were normal so gastritis was indicated. The patient was medicated. This event was classified as unrelated to the device. Telephone follow-up was made with the patient 16 days later. The patient was asymptomatic. Ongoing medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. An adverse event was noted as described previously. Please note that this device is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.